Event description:
Received a call from biomed staff about a g5 with "adc12 out of spec. Will not pass flow sensor test. Makes a strong puff from safety block when we try to calibrate flow sensor

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6), 2022 at the ems and bonaduz sites. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause was determined to be a faulty sensor board, respective faulty pressure sensor, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Received a call from biomed staff about a g5 with "adc12 out of spec. Will not pass flow sensor test. Makes a strong puff from safety block when we try to calibrate flow sensor

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within us. Uf/importer report #: (B)(4). Medwatch to FDA added in file. User reported the device would not pass the flow sensor test during start-up and "makes a strong puff from safety block when we try to calibrate flow sensor" similar events may delay patient treatment and increase the risk of patient dyspnea if they occur during use.the issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.